Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not detect the insulin cartridge, and the volumes of insulin used during the priming step were low. The patient reported there was no air in the infusion tubing, and the patient changed both the infusion site and the infusion set. The patient reported elevated blood glucose levels of 369 mg/dl, and at that time experienced no symptoms. On an unspecified time during the night of (B)(6) 2012 the patient obtained a blood glucose reading of "in the 50's mg/dl" as recorded on his continuous blood glucose monitor. The patient claimed he slept through the low blood glucose alarm from the dexcom device, and did not test his fingerstick blood glucose level. The patient did not seek any medical attention or treatment for this low blood glucose level. The patient noted he manages his diabetes by consuming carbohydrates when his blood glucose levels are low, and takes bolus doses of insulin via the pump to correct elevated levels. The patient did not suffer an adverse event due to the reported pump. The patient experienced no symptoms, received no treatment and his blood glucose levels were not indicative of severe injury as defined by the animas definition of an adverse event. However, as the prime issue was not resolved, this complaint is being reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4): the pump history verified reported prime volumes. The rewind, load and prime steps were completed successfully. A force sensor calibration test confirmed that the sensor is detecting correct force. The pump was opened and no damage was found. There was no defect found.